Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory, only the proximal segment was returned. Visual inspection revealed damaged insulation, located 30 mm from the terminal end. This type of damage is consistent with lead-on-can abrasion. The reported undersensing, high pacing thresholds and high impedance were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this lead was explanted and replaced due to undersensing, high pacing thresholds and high impedance. It was noticed that the lead was cut on the end of the lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this lead was explanted and replaced due to undersensing, high pacing thresholds and high impedance. It was noticed that the lead was cut on the end of the lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed only the proximal segment was returned and insulation damage, located approximately 30 millimeters (mm) from the terminal end, was observed. Resistance testing was completed, and the segment of lead was confirmed to be electrically continuous. The location and type of insulation damage is consistent with lead-on-can abrasion. The reported undersensing and high pacing threshold measurements were likely contributed to by this lead damage. No lead issues were noted that would have caused or contributed to high impedance measurements.

Event description:
It was reported that this lead was explanted and replaced due to undersensing, high pacing thresholds and high impedance. It was noticed that the lead was cut on the end of the lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.